Event description:
It was reported that noise oversensing was noted on the right atrial (ra) and right ventricular (rv) leads. The physician elected to explant and replace both leads. The patient was discharged from the hospital after the procedure.

Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a partial lead (only distal portion) was returned in one piece with the helix extended and clogged with blood/tissue. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.